Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 9 events were reported for this quarter. Product return status: 9 devices were received. Event confirmation status: 7 reported events were confirmed. 2 reported events were not confirmed. Evaluation results: 8 devices were found to be affected by internal component corrosion. 1 device was found to be affected by a worn component. Additional information: 9 devices were not labeled for single-use. 9 devices were not reprocessed and reused.

Event description:
This report summarizes 9 malfunction events in which the device had run-on. 8 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.